Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps displaying triangles and numbers. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump keeps displaying triangles and numbers. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Error code confirmed faulty printed wiring assembly (pwa) board. Replaced pwa board. Device passed functional tests post repair.